Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e china product was not available for investigation; and the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 10:06 on (B)(6) 2022, it was found that the patient's micro-pump was frequently reported to be blocked, and the causes were investigated in all links. It was found that the positive pressure connector used by the patient was blocked, and the liquid could not pass normally. The infusion connector was replaced.